Event description:
The reporter indicated experiencing communication difficulties with his handheld, in addition, the reporter mentioned the serial adapter prong was bent connecting the handheld to the wand. Troubleshooting resolved the event. The MFR has not received the serial adapter for product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.